Event description:
A customer contacted baxter's tech service ctr to report the home pt (hp) "looks real full" at the end of therapy with the homechoice (hc) machine. The hp did not feel overfull during the first fill or dwell cycles. The hp did not connect before "connect yourself: was displayed on the machine, and did not press go prior to closing all clamps when "close all clamps" was presented at the end of therapy. The machine did not lose power at any time during therapy. The hp was experiencing abdominal distention and abdominal bloating. The tech service rep (tsr) put the hp into a manual drain. The hp drained 3775ml. The ph's last fill volume was programmed to 2500 ml and the initial drain alarm was 1800 ml (greater than 70% of the last volume infused). The hp would fill again manually. The hp reported never having a negative ultrafiltration (uf) reading at the end of therapy other than this incident. The uf through the last cycle of therapy on this date was -292 ml. There was no pt injury or medical intervention associated with this report.